Event description:
The customer reported a ventilator touchscreen was intermittently working. The device was evaluated by the customer and a philips remote service engineer (rse). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The customer replaced the touchscreen; however, the touchscreen was still intermittently failing. The customer ultimately replaced the cpu (central processing unit). The customer reported that the cpu corrected the touchscreen issues. No other anomalies were reported.